Event description:
80 year old female underwent ptca. A 3.25 device was inserted into the proximal lad and inflated to 5 atms. Second inflation was to 8 atms -vessel dissection at the proximal segment noted. Attempt to stent the dissected area was unsuccessful and pt underwent emergency CABG.